Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation remains unknown. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2020-00440. During an epicardial and endocardial ventricular tachycardia ablation procedure, a pericardial effusion was noted. The patient became hypotensive and ice confirmed an effusion. A pericardiocentesis was performed and the patient was transferred to surgery to resolve the effusion. There were no performance issues with any abbott devices.